Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device reveals stem was broken on the level of the junction. Dimensional analysis cannot be performed as the distal end was not returned and the proximal end remains in the cone body. From the x-ray image reviewed by an independent surgeon, it was confirmed that the implant had insufficient proximal support and adequate size of proximal body relative to the femur. With the information provided a likely cause for the reported issue is inadequate proximal support, resulting in fatigue fracture of the stem. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products ¿ femoral head, p/n 00801803214, l/n 61469228. (B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0002648920-2017-00236.

Event description:
It was reported that patient was revised seven years post-implantation. During a walk, patient felt a pain in the left leg, pathological movements and leg shortening. Radiograph examination indicated a fractured stem on the level of the junction. The femoral components were removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.